Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high out of range hv lead impedance was observed during the implant procedure. Lead was replaced and the issue was solved. Patient's condition was stable.